Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') and menorrhagia ('menorrhagia') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included asthma and uterine fibroid. Concomitant products included contraceptives since (B)(6) 2018 for fibroids. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower ("lower abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). In 2013, the patient experienced helicobacter infection ("helicobacter pylori (caught twice)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy and hydrothermal ablation). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, menorrhagia, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, urinary tract infection, migraine, headache and helicobacter infection outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, headache, helicobacter infection, menorrhagia, migraine, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: trying to work on having insurance cover the essure removal surgery. Current weight (B)(6) lbs discrepancy noted in essure removal - patient states that essure has not been removed, however, removal details have been provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs and mr received : case became incident. Event "abnormal bleeding (vaginal)". Essure removal details added. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.